Manufacturer narrative:
The device was received fully deployed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The cause of the reported improper insertion could not be conclusively determined. No bends or kinks were observed in the soft cannula. The length of soft cannula was observed to be within specification. The data downloaded from the device did not show any timeouts, drive stalls or alarm. Fluid path test was conducted. Upon manual rotation of the ratchet gear, fluid was found to exit the fluid path as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site and bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms and confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 18.9 mmol/l (340.2 mg/dl) while wearing the pod longer than 48 hours on the hip/buttocks area. Multiple corrections were administered using the pod, but the bg levels did not decrease. Upon removal, it was noticed that the cannula was not properly inserted into the infusion site and was bent.